Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, a robotic laparoscopic hysterectomy and lar procedure for rectal cancer was performed without issue. The anastomosis was at 7-8 cm, with a negative intra-op leak test. Post-op the patient developed tachycardia, pe+ small leak not initially seen on gg (gastrografin) enema but seen on CT (computed tomography) scan. Reoperation was performed with abdominal washout, a diverting ileostomy was created and jp drain placement. It is currently unknown if this is a temporary or permanent ileostomy and if the patient had received any treatment for their rectal cancer prior to the procedure. The 2nd surgery was delayed greater than 30 minutes. Based on the information currently available, it is unknown if this is device related. The patient was reportedly obese and the surgery was prolonged (reported > 8 hours). It is unknown when the post-op leak occurred. The instrument will not be returned as the event occurred postoperatively. It was unknown whether reinforcement material was used.

Event description:
The procedure occurred sometime in may. The patient is currently fine. The staple line was corrected by over sewing.